Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink blood bag spike adapters separated from the luer activated valve. One set was being used to transfer a reagent from a syringe to a transfer pack that was spiked with this connector. The luer connector detached from the spike connector when the operator was detaching the syringe from the connector post reagent transfer. This occurred during clinical manufacturing of a patient product in a gmp facility. The reporter further stated that they performed a 100% check on all remaining connectors and found an additional one of the connectors where the female luer valve detached from the spike connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device and two photographs were received for evaluation. The returned photograph was reviewed, and it was noted that the tubing was detached from the luer. A visual inspection was performed on the actual sample and it was noted that the tubing was detached from the luer as there was apparently a lack of solvent. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.